Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. The customer's report was observed and attributed to a fractured solder on a connector of the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.